Event description:
Procedure: sleeve gastrectomy. According to the reporter: it was not possible to fire the whole 60 mm cartridge, it stopped after 2 squeezes of the handle and then it was stuck. Tissue was transected w/o bleeding. There was proper staple line were the knife cut. Another device was applied which resulted in smaller sleeve. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).